Manufacturer narrative:
The reported event of noise was not confirmed. A partial lead (only distal portion) was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found except for procedural damage.

Event description:
New information received notes that both the right atrial (ra) and right ventricular (rv) leads were oversensing noise.

Event description:
It was reported that the patient presented to the hospital for leads extraction and reimplant procedure. The patient's right atrial (ra) and right ventricular (rv) leads were noted to exhibit noise. Both the ra and rv leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.